Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a bipap a40 pro device was alarming for a ventilator inoperative alarm condition. There was no harm or injury alleged. The device has yet to be returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device will be included in the fsn 2023-cc-src-039.

Manufacturer narrative:
Despite three good faith effort phone call attempts on 03/31/2026, 04/03/2026, and 04/07/2026 to (B)(6) the device has not yet been returned to the manufacturer for evaluation. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. This report is being submitted as a final report, however if any additional information is received at a later date, an updated final report will be filed.